Event description:
In 2009, the patient reported she does not think her insulin infusion device is properly delivering insulin. She said she has had some elevated readings (no values given) and is "not sure if it's the site" or her device. She stated she stopped using her device about 2 weeks ago. The patient refused to provide any further details or conduct any troubleshooting. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.